Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the alert level sensor was not functioning properly, as it would give a "disconnect" alarm. The fsr also noted that there was a cut on the cable insulation. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the level sensor.